Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 & (B)(6) 2012 due to exposed mesh and mesh protrusion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with robotic-assisted laparoscopic sacrocolpopexy, cystoscopy and lysis of adhesions due to recurrent cystocele stage ii and enterocele stage ii. No additional information was provided.